Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: schonert j, minardi j (march 01, 2025) pericardial tamponade after left atrial appendage occlusion placement: a case for emergent point-of-care ultrasound. Cureus 17(3): e79886. Doi 10.7759/cureus.79886.

Event description:
Reported via journal article. It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) days post procedure the patient presented to the emergency department with shortness of breath and a racing heart. Ultrasound imaging showed that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis where 800ml of fluid was drained. The patient made a full recovery and was discharged home two days later. No other complications were reported to have occurred.